Event description:
Per the cllinic, the patient is a non-user and has been experiencing frequent grand mal seizures. The investigations were challenging due to the implant magnet; thus, the device was explanted on (B)(6) 2025. During the explant surgery, the surgeon noticed a bit of inflammation around the capsule and decided to debride the dura area exposed to it.